Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the connector piece of the tracheostomy tube would not disconnect during patient use. The patient's family observed the connector disconnection difficulty and reported it to the patient's nurse. Upon observing the reported event, the tracheostomy tube was changed by respiratory therapist and the patient needed to be connected to their night time ventilator. After the tube was changed, a wedge was unsuccessfully used to try to disconnect the connector from the ventilator. After that, pliers were used to successfully disconnect the connector from the ventilator. This tracheostomy tube had been reprocessed twice. The patient experienced no adverse health outcome. See MFR 2183502-2016-02170 & 2183502-2016-02171.